Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. Isi has received the da vinci product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) was identified to have char from use causing discoloration at the tip. The procedure was completed. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the monopolar curved scissors instrument. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have discolored blades. Visual inspection showed that the blades were discolored. Additional observations not reported by the site were observed. The instrument was found to have blade damage. One of the blade edges was indented, which prevented the blades from closing. The instrument was also found to have dried residue on the clamping pulleys.